Event description:
It was reported, the patient passed away, and while the death was unrelated to the device or procedure according to the physician, it was noted no pause or bradycardia episodes were recorded by the implantable cardiac monitor. Technical support was contacted and it was suspected the device was in noise mode and episode detection was inhibited during this time.

Manufacturer narrative:
The complaint of "episode not registering" was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Analysis of device indicated that device was within normal range of operation. Further analysis performed showed normal device characteristics. An asystole episode with a timestamp on the event date was noted in device image. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.